Event description:
Additional information received reported that the patient¿s therapy continued to turn on by itself and this was happening at night. The patient was uncertain of the actual dates but it had happened twice since the last called in a month ago. It was noted that the patient had an appointment scheduled for 2014-(B)(6) to talk about what they needed to do to replace it. The patient couldn¿t afford to do this every year and didn¿t want another problem with one. It was reported that at this point the patient thought their device was faulty and they would need to have it replaced. The patient would have the device sent in for analysis if it was removed or replaced. It was noted that the patient basically wanted to call the manufacturer to have it documented that they were still having issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# va02r45, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was no longer feeling stimulation on any of their four programs even when they turn the amplitude up and the stimulator was turned on. The patient was going to reach out to the healthcare provider to see about getting an appointment. The patient was programmed a few weeks ago and the patient had appropriate sensation on all 4 programs and had an ap (antero-posterior) and lateral view of their sacrum to document lead placement, which was slightly lateral in the foramen, but not too much. Patient fell while up in mi and has not had appropriate sensation since then and return of her symptoms. Additional information received reported the patient symptoms returned after the fall. The patient was still experiencing oab (overactive bladder) symptoms with intermittent stimulation but the patient could not get in to see the healthcare provider because the patient was unable to take time off from their job. The healthcare provider was planning to do a revision but the healthcare provider wants to see the patient first in the office. Intervention at this time was unknown until the patient sees the healthcare provider. It was noted waiting on patient to make appointment with healthcare provider. Additional information received reported that the patient contacted the manufacturer representative because the patient¿s device ¿went off¿ the night before reported event date, even though it has been turned off for 2 weeks. It was unsure what the patient means by this but the patient would be contacting manufacturer company. Additional information received reported that the patient was having problems with their stimulator device and was instructed to call manufacturer company. It was reported that the patient had her interstim therapy off for 2 weeks and last night it turned on for one time and then it turned off. The patient states 2 weeks ago they couldn¿t get it to turn on and couldn¿t get it to work at all. The patient states the healthcare provider and the manufacturer representative had tried and they couldn¿t find any program that would work without causing the patient toes to curl up. It was noted that the patient has had problems with this since time of implant . It was reported since it¿s been off, the discomfort has gone away. It was reported that the pain was right where the is unit located. The patient states it was hard to describe the pain because it¿s different than any pain the patient has ever had. The patient has been working with the manufacturer representative on the issue and has been emailing back and forth with patient. The patient originally reached out to the manufacturer representative two weeks ago because it stopped working and they couldn¿t get it to turn on. It was reported ¿it seems to come and go as it pleases.¿ the patient verifies they check with the patient programmer to make sure it¿s on or off. The patient has not had the device interrogated since this because they had just adjusted it a few days before.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had multiple problems and revision with her leads. Patient stated that her lead got dislodged and was revised.

Manufacturer narrative:
(B)(4).